Event description:
Additional information regarding patient and device information was received.

Manufacturer narrative:
Section a3 - date of birth corrected. Section d4 - serial number, lot number, expiration date corrected. Section d6a - implant date corrected. Section d10 - concomitant medical products and therapy dates corrected. Section e1 - initial reporter information corrected. Section h4 - device manufacture date corrected.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was inoperable and had reached end of life (eol). The programmer displayed the "replace generator" message. It was noted that the patient continuously ran tonic stimulation. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.